Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response and therapy was exhausted in this zone. The device also recorded an accelerated ventricular arrhythmia. Technical services discussed programming options. The boston scientific representative planned to follow-up with the patients health care professional (hcp). Additionally, this patient was seen in-clinic and their device was reprogrammed to lift the vt zone to 200bpm and all therapies in vt-1 zone was turned off. This ICD remains in service and there were no additional adverse patient effects reported.